Manufacturer narrative:
Addition the pxc121200 device was returned to gore for evaluation. The device evaluation showed the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Off label use may have contributed to the event. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271400/13780575 (B)(4).

Event description:
On (B)(6), 2015, the patient was being implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician was implanting a plc27144/13780575 through a 16 fr dryseal sheath on the left side of the patient. The physician deployed the device and upon withdrawing the delivery catheter the distal olive (where the copper turns to white on the catheter) had become separated from the delivery catheter. Since it was being pulled through the valve of the dryseal sheath when it became broken off, the physician was able to remove the distal end of the delivery catheter with no issue. There was no clinical injury to the patient. Both the catheter and sheath were destroyed at the hospital. Reportedly the physician was planning to go up the right side of the patient to embolize and coil the right internal iliac artery, a 16 fr dryseal sheath (lot/serial number unk) was being used. The physician wanted to leave in the catheter from the coiling in the sheath and "buddy" he delivery catheter of the pxc121200/13829712 device inside the sheath and canulate into the ipsilateral limb of the excluder evice to extend into the external iliac artery. The edge of the pxc121200 caught on the ipsilateral limb of the excluder&#59396;evice and would not advance. The physician chose to rotate the delivery catheter and push to get past the edge, as he was pushing he noticed under fluorography that the distal end of the delivery device had become broke off from the delivery catheter, the endoprosthesis was free floating inside the sheath. The physician chose to withdraw the delivery catheter and remove the dryseal sheath with the device inside from the patient (all as one unit). A new dryseal sheath and pxc121200 device were used during the procedure and there was no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Correction review of the file revealed that a separate medwatch needed to be submitted to capture the gore device plc271400/13780575. Please note that the event with device plc271400/13780575 was reported in medwatch #2953161-2015-00157.